Event description:
It was reported to boston scientific corporation on august 26, 2008 that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, during the procedure, the distal 1.5cm of the catheter broke off in the common bile duct. An attempt was made to retrieve the broken piece with a balloon and basket but was unsuccessful. At about 6 days post-procedure, the pt was brought in for a repeat ercp and a second attempt was made to retrieve the device, however, it was unsuccessful. The procedure was not completed. The pt is hospitalized and being followed up with by the physician.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A ship history was performed and found that lot numbers 11786058, 11626234 and 11542571 were the last three lots sent to this customer. A lot history search was performed and found no other complaints against these lot numbers. A review of the device history record revealed no anomalies for these lot numbers.